Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call motor error alarm, no delivery alarm and high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer was able to resolve the issue with a complete set change. Troubleshooting for the motor error alarm was performed. Customer received motor error alarm during basal delivery. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer performed both the self-test and displacement test and passed. Customer was advised to monitor the insulin pump and call back if issues persist.